Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02476. Related manufacturer reference number: 2938836-2019-02478. It was reported that the patient was brought in for an explant due to non-healing ulcer at the site of implant. No documented infection was noted. It is unknown the reason for the ulcer, but the patient has a history of healing issues. The system was explanted. The patient condition is stable.

Event description:
New information notes the patient¿s underlying disease state, including diabetes, is considered the reason for the non-healing ulcer.